Manufacturer narrative:
Manufacturer statement: for evaluation of the malfunction DHR documents were reviewed. They demonstrate that the catheter with sn (B)(4) met specification during manufacturing. Final inspection of the finished catheter was passed. This demonstrates that the catheter has been manufactured and sold in conformance to relevant specifications. Furthermore returned catheter was investigated. The missing pressure signal described by the user could be confirmed. The investigation demonstrated that all wires but the red one were torn off their respective soldering pads on the pcb (see pic. 3 and pic. 4). The pulling reserve (approx. 6-8cm) was not present anymore. This suggest a very high pulling force that fully pulled in the pulling reserve and afterwards tore off the wires. Based on knowledge that the final inspection of the finished catheter was passed, that the catheter was delivered with proper functionality and in consideration of the results of performed investigation of returned catheter, the tear-off of the wires is caused by a handling error on the part of the user, since precautionary measures and notes acc. Section 6 of the instructions for use zwo-013 have not been sufficiently observed.

Event description:
Short period after implantation and correct monitoring of icp the catheter did no longer display icp values. The clinic decided to remove the catheter.